Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with no tortuosity, no calcification, 90% stenosis, and was a concentric lesion. The voyager rx was delivered toward the lesion and inflated; however, it ruptured at the first inflation at 8 atm. Another company's balloon was used. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering has reviewed case description. Many factors can contribute to balloon rupture. The pt anatomy was 90% stenosed, which may have contributed to the reported rupture. If the outer surface of the balloon becomes damaged, it can result in a potential balloon rupture during the inflation attempt. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the conclusive cause of the reported discrepancy.